Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, it was noted that the right atrial lead could not be fixed after multiple attempts. The physician exchanged the lead during procedure on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 52.5 cm. Visual and x-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event of lead could not be fixed was not confirmed.